Event description:
It was reported that the cot retaining post came off the unit. Upon inspection of the unit by the service technician, the reported issue was confirmed and it was identified that the retaining post tube bolt was stripped.